Event description:
Reporter indicated that the pt's device was explanted due to increase in seizures. It was reported that the pt could feel stimulation, but as parameters were adjusted higher, seizures worsened. The device was programmed to off several months prior to the explant. It was reported that the pt did not have any medication changes while having vns therapy. The pt is still having seizures and is being evaluated for possible grid mapping. Attempts to obtain additional info have been unsuccessful to date.